Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer found air in the tubing of their insulin pump. The customer was walked through trouble shooting and found that product will have to be analyzed. Customer's blood glucose level was reported at 519 mg/dl. Product is being replaced. No further information provided.